Event description:
Customer states the outputs are low and customer would like to have the unit calibrated. Also the coag control knob is not working properly. No patient harm. No delay in surgery.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the unit was tested over several days to verify that the output does not vary over time. The output was stable. No issues were observed with the coag control switch. Unit requires updates. The technician replaced worn rf output jacks. Retested unit per specification and unit passed on final acceptance test. A DHR review was conducted and it confirmed that this unit conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Gtin: unknown. Upon completion of the investigation, a follow up report will be filed.